Manufacturer narrative:
Clave MFR's investigation: one (1) used and four (4) unused/empty 47323419 bd hypack syringes (injection, 3mg/ml 2ml) were rec'd for testing and evaluations. Dimensional evaluation: the internal diameter (ID) on the tip of the glass syringes were measured. The results recorded that the syringe 0.042" ID is too small to be successfully used with the clave connector. Clave devices are compatible with mating device ids measuring 0.061"- 0.110". This is clearly stated on the clave/microclave labeled dfu/product compatibility notice which identifies the dimensions for mating products that are allowed. Functional evaluation: one of the returned bd glass syringes was attached to an in-house sample clave. The bd glass syringe luer lock was found to fit securely to the clave. The clave was then removed and dissected. The results recorded that the spike inside the clave was damaged/broken and the silicone plug deformed. This type of damage will restrict/occlude the flow. Complaint anaysis: the root cause for the problem with the clave/syringe set up is that the bd hypack syringe devices are not compatible with the clave needlefree connectors. The internal diameter (ID) of the syringe tip is too small causing damage to the spike/silcone plug components. Corrective actions: the clave/microclave connector product compatibility notice was changed to clearly identify the bd hypack syringe incompatibility status. Conclusion: the compatibility issue is confirmed and is attributable to the bd glass syringe ID dimensions.

Event description:
It was reported to the clave needleless connector MFR that a potential compatibility issue(s) with the clave connector and the baxter healthcare list# 47323419 bd hypack syringes/adenosine injection, 3mg/ml 2ml syringe devices. Baxter healthcare has rec'd/recorded multiple incidents where clinicians were unable to administer adenosine via syringe/clave setup. The baxter complaint investigations found that the "luer locks between the bd hypack syringe and the clave needlefree connector were not compatible and in some cases, usage resulted in damage/breakage of the clave connector tip component. There were no reported pt injuries associated with these reports. Specific clave model/list# and lot# were not identified and or reported. The actual involved clave connectors were not returned to the device MFR.